Event description:
Procedure type: lap hernia repair. According to the reporter: main seal came off when inserting mesh and fell into the patient cavity. The component was completely retrieved from the cavity. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
.